Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-may-2015, arrived at the site to address the reported event. Inspection of the device revealed that the z-axis was misaligned. Fse readjusted the z-axis and ran a sorter test without issue. Additionally, he ran tt3 for precision with no further issues. No further action was required by field service. The most probable cause of the reported event due to misalignment of the z-axis.

Event description:
On (B)(6) 2015 the customer reported "error 4053 sorter z home overrun with their a1a-900 analyzer. She stated that the error was intermittent, but was not resolved by repowering the device. Inspection of the device did not reveal any dropped cups in the sorter tray. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth, prl, bhcg, fsh, lhii, prog and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.